Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose was 11 mmol/l. There was no response from any button and buttons were not pressed for longer than 3 minutes. The pump was not dropped or bumped. Customer contacted the hospital for a back-up plan because they do not have insulin pens. The pump will be returned for analysis and will be replaced.

Manufacturer narrative:
The insulin pump alarmed for a button error and had unresponsive act and up arrow button response due to corroded keypad traces. The insulin pump had minor scratches on the display window, cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.